Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced r-wave undersensing during a tachycardia episode, marked as a symptom episode. The episode did not meet the device parameters for tachycardia and therefore was not classified by the device as a tachycardia event. The icm remains in use. No patient complications have been reported as a result of this event.